Manufacturer narrative:
**UDI related data quality updates only**.

Manufacturer narrative:
The customer reported a complaint that the autopulse platform (sn (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during the functional testing and archive data review. The root cause of the (ua) 07 error was due to the failed load cell module, likely attributed to a failed component or mishandling such as a drop. During visual inspection, there was no physical damage observed on the autopulse platform. The archive data indicated several (ua) 07 errors around the reported event date, thus, confirming the customer's reported complaint. The autopulse platform failed the initial functional testing due to the (ua) 07 error message displayed upon powering on, thus confirming the customer complaint. The load sensing system of the device has detected a weight/load imbalance between the two load cells. The load cell characterization test results confirmed that load cell module 1 was exceeding normal parameters. The load cell module needs to be replaced to address the reported complaint. During a further device inspection, unrelated to the reported complaint, the drivetrain motor brake assembly air gap was measured too wide, being out of specification. The probable root cause of this issue is attributed to wear and tear. The autopulse platform was manufactured in january 2011 and is over 12 years old, well beyond its expected service life of 5 years. The brake gap was adjusted within the specification to address the issue. Waiting on the customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
During the shift check, the autopulse platform (sn (B)(6) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.